Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified device labeled as right. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. A microscopic analysis was performed which identified no additional observations. Based on the device analysis the final assessment was device assessed as intact and functional. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported right side "leak-valve." Device has been explanted.